Event description:
It was reported that when using the bd pyxis¿ medbank tower aux had an unable to add the medication in patient profile. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device this incident, it was determined that user was unable to add non-profile item to patient's list. A technical support specialist (tss) had checked mql and found that the item was not in the patient¿s medication order. The tss had informed the customer that needed to override, and the customer had successfully issued the item using the override. The system functioned as intended after the technical support specialist troubleshot the device.